Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8352700 model: sc-8352-70 serial: (B)(6). Batch: 16289751 UDI: (B)(4).

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason. During the procedure, the physician accidentally cut the second tail on the lead.